Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6). The cause of death was diabetes. The caller stated that the customer had diabetes complications, but did not specify. The caller did not know the customer's blood glucose at the time of death. The caller stated that they were not sure if the customer was even wearing the insulin pump at the time of death. The caller stated that they do not have the customer's insulin pump and have not live with the customer for approximately two years. The caller stated that they do not want to be contacted anymore.